Manufacturer narrative:
E1: initial reporter last name: (B)(6) . E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak. This occurred at the time of verifying the medical device before patient use. There was medication liquid between the elastomer and device housing. The device contained 8 vials of fluorouracil 500 mg (dose 3576 mg). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured march 24, 2023 - march 27, 2023. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed which identified droplets of fluid located on the interior wall of the device bottle suggesting a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.